Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead terminal pin was damaged by cautery. A small portion of the outer insulation is on the terminal pin. The physician elected to cover the damaged portion with a lead repair kit and a small, half-centimeter portion of the repair sleeve was placed just after the lead exits the header. The lead was functioning properly. The lead remains in service. No additional adverse patient effects were reported.